Manufacturer narrative:
We are still investigating this report incident. A follow-up report will be submitted as soon as our investigation is complete. (B)(4).

Event description:
It was reported that a momentary power interruption resulted in a reboot for these icss. (B)(4).